Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (d430919) into an existing medtronic (mosaic sav) failing for structural valve dysfunction and paravalvular leak (pvl), when the delivery catheter system (dcs) entered the left ventricle to adjust the implant depth, complete atrio-ventricular block (cavb) occurred. During the valve implant, dislodgements occurred which impacted the conduction system. The valve was reported to have been recaptured four times. It was reported that the previous sav contributed to the dislodgements during the implant of the transcatheter valve. Ultimately, the valve was successfully implanted. Following the implant, a pressure gap remained, therefore a post implant balloon aortic valvuloplasty (bav) was performed. Following the bav, trace to mild paravalvular leak (pvl) remained. A permanent pacemaker was implanted. The physician reported that the patient recovered after the procedure. No adverse patient effects were reported.